Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose reaching 470 mg/dl, after noting an insulin odor and dampness at the outside of the connector, consistent with a connector-related leak; the user reported feeling ¿crummy,¿ had been physically active, drinking water, and was advised to perform a full supply change. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a fluid leak associated with the connector and a potential seal issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.